Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no cartridge cap or battery cap returned with the pump. A test battery cap was used to complete the investigation. The keypad cover was intact and all button symbols were present. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any button contacts. The complaint of the pump buttons being worn was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. No details were provided by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 07/30/2014 ¿ the pump¿s serial number was inadvertently submitted as (B)(4). The correct serial number is (B)(4). The device evaluation submitted on 05/27/2014, was reported on the correct device. Suspect medical device: serial #: (B)(4).